Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer declined troubleshooting with tandem technical support and declined to provide further information regarding issue. Customer¿s blood glucose (bg) level was 595 mg/dl. Bg cause was not known. A manual injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.